Manufacturer narrative:
Upon follow-up, the physician stated that the patient injury was not related to bwi products. The facility has disposed of the catheters and they will not be returned for analysis. The physician also refused to service the capital equipment involved in this incident. Concomitant products: coolflow irrigation pump, catalog # cfp002, sn: (B)(4); stockert 70 rf generator, catalog # s7001, sn: (B)(4); webster cs catheter with ez steer technology, catalog # bd710fj282rts, lot # unknown. (B)(4).

Event description:
During an afib ablation procedure, it was reported that a steam pop may have occurred. The physician chose to continue with the case as there were no errors with the system. The impedance values were within range and the power was set to 40w based on the physician's preference. The patient required 1000ml of blood. A short time later, the patient's heart stopped and the physician was able to successfully resuscitate the patient. It was reported that a perforation had occurred. The patient was then sent to the operating room for repair. The operation was successful and the patient was under observation while in recovery. The competitor products stereotaxis and esi system were used in conjunction with biosense webster's stockert 70 system, coolflow pump, and two catheters.